Event description:
It was reported that during a tonsillectomy procedure using a coblator ii controller with an evac 70 xtra hp wand, the surgeon was unable to control the bleeding after removing a tonsil. The surgeon adjusted the coagulation settings, yet the bleed persisted. Ultimately, floseal was applied to the site and the patient was admitted to an overnight facility to monitor for rebleeds. No additional patient complications have been reported at this time.